Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex b: b22 annex c: c20 annex d: d16 additional information: remedial action required, remedial action # annex a: a040502, a0721 annex b: b01 annex c: c02, c0601 annex d: d01, d15 annex g: g02017, g02005.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rattling noise loose screw inside the unit]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rattling noise loose screw inside the unit]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 additional information: annex b: b22 annex c: c20

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[rattling noise loose screw inside the unit]. There was no reported patient involvement.